Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter patient experienced on (B)(6) 2014. In addition, patient's mother reported taking patient to the doctor because patient was lethargic. Patient's mother felt this was related to the device due to inaccuracies and wasn't aware patient was trending towards low until patient exhibited signs. Patient's mother did not report any injury or further medical intervention at the time of contact with dexcom technical support. At the time of contact with dexcom technical support, patient's condition was reported as fair.

Manufacturer narrative:
(B)(4).